Event description:
It was reported that when the surgeon was placing a 12x40mm si-lok screw, the threads on the outer sleeve of the driver broke off in the screw head. The surgeon was unable to remove the threads and left them in the screw head.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The instrument was returned for evaluation and it was confirmed that the driver tip had sheared off. It is possible the driver may have experienced excessive forces during imp!antatlondue to several causes. The bone may have been very hard or may not have been properly prepared with the appropriate drill size. Additionally, the driver hex may not have been fully seated into the screw head producing minimal engagement of 'the driver and screw. If the hex is not seated, there is no counterforce to the threaded shaft and the threaded shaft may not be axially aligned with the screw causing excessive force on the threads.however, the exact cause of the reported issue cannot be determined.